Event description:
It was reported that the patient had pocket erosion at the top of the device site. It was also reported that the device detected multiple false asystole episodes. The device was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device was returned, analyzed and no anomalies were found.